Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the newly placed right atrial (ra) lead had dislodged multiple times. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis did not find any anomalies.